Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the left side of the footboard was broken and there were exposed sharp edges that could cause lacerations/cuts as well as allow fluid to ingress. There was patient involvement; however, the customer reported that they did not know if there adverse consequences to report.